Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 30 mg/dl while wearing the pod between 24 and 36 hours. The patient reports prior to going to bed their blood glucose level by their continues glucose monitor was 98 mg/dl. During the night the patients blood glucose level was over 500 mg/dl. The patient administered 12 units of manual insulin and went back to sleep. The patient woke up ap an hour later and lost consciousness and fell. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with carbohydrates as well as juice and candy. The patient was treated with intravenous fluids, dextrose and manual insulin injections. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.